Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The x-ray inspection showed the retracted helix during the implantation procedure. The visual analysis of the returned lead revealed coagulated blood and tissue residuals in the fixation helix. During the mechanical analysis, after cleaning the helix from coagulated blood and tissue residuals, it could be properly deployed and retracted according to the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to it had dislodged and was in the rv apex and also demonstrated that the helix was retracted back. Should additional information be received, this file will be updated.